Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) was updated based on the returned product download. Sensor 0ef7mkwlc was returned and investigated. Visually inspected sensor patch and no issues were observed. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured, and results were within specification. Performed smu and temperature testing and all results were with in specification; however, unable to perform poise voltage. An extended investigation was also conducted. Performed a visual inpection on the de-cased sensor, observed that the sensor was damaged during the de-casing. Upon visual inspection of the returned de-cased sensor, it was discovered that the molex connector and antenna had been removed from the pcba. Data extraction is not possible due to the disconnected antenna and mole connector from the pcba. A visual inspection on the returned sensors pcba, revealed that the antenna and molex connector had been damaged and unable to be re-soldered/repaired due to the solder pads coming away from the pcba, thereby preventing to perform smu and confirm the failed poise voltage testing. This damage will render the antenna prevents communication with the molex connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.